Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole 4mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterolateral branch. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.